Event description:
It was reported that a power source alert 07 occurred while using the tandem charging cable and wall adapter. There was no reported adverse impact to customer's blood glucose. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.